Manufacturer narrative:
Findings: pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor. No battery out limit alarm noted. Pump passed idle current test, run current test, self test, off no power test, error test, displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out limit." The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose levels by changing their sets. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.